Event description:
As reported by the edwards european affiliate, upon removal of the expandable sheath (esheath) a femoral artery tear was noted. Vascular surgeons were called in order to perform open repair of the right femoral artery to prevent full dissection of artery. A prosthetic femoral artery graft was implanted. The left femoral artery was then closed with angioseal. A prolongation of the hospitalization was needed, however, the event was resolved without sequelae.

Manufacturer narrative:
Additional information/correction: additional information obtained from the physician indicated the femoral artery tear was caused by a problem related to the proglide closure device (not properly deployed), rather than the edwards esheath. As such, this event is no longer considered reportable as a femoral artery dissection.

Manufacturer narrative:
Investigation is ongoing.